Manufacturer narrative:
S/w version = 4.10e retainer ring = black customer returned pump for alleged pump error 38, rewind anomaly, and exposure to magnetic field found on (B)(6) 2021. Pump passed sleep current test, active current test, and self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump failed rewind test due to pump error 38. Successfully downloaded pump history files and traces using thus. Verified the pump alarmed pump error 38 in pump downloaded history on (B)(6) 2021 at time 18:00:00.000 due to moisture damage on the motor. Pump was cut open for visual inspection and found moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Rewind anomaly is confirmed due to pump error 38 caused by moisture damage. Unable to confirm exposure to magnetic field. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm for no motor movement or negligible movement. Insulin delivery was temporarily stopped for safety reasons. Assisted the customer to clear the alarms but customer was unable to rewind the pump. Customer was advised to discontinue use pump and revert to back up plan as per healthcare professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.